Event description:
Reporting status: serious injury/dissection/surgical intervention. Reporting rationale: surgical intervention for retrieval of dislodged stent. Device issue: stent dislodgement. It was reported that during an attempt to cross a calcified rca, the stent came off the balloon and was left free floating in the rca. During the attempt to snare the stent, a dissection occurred and the patient was sent for open heart surgery to retrieve the stent. Patient is reported to be fine at this time. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Product performance engineering reviewed the incident information, however, the device was not returned for a thorough analysis. It was reported that the device failed to cross the lesion and while trying, the stent came off the balloon. During the attempt to snare the stent, a dissection occurred and the patient was sent for open heart surgery to retrieve the stent. Cross can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, gc support, gw support, patient anatomical morphology, and patient disease state. Regarding the stent dislodgement, historical data suggest that it may be caused by improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or movement against resistance. The reported calcification likely contributed to the failure to cross and later dislodgement of the stent. A dissection is not generally associated with a device quality issue and is typically related to circumstances in the procedure such as anatomy, morphology and physician technique. Also, dissection of the coronary artery and coronary bypass graft surgery, as listed in the instructions for use, are known adverse events associated with coronary stenting. In this case, since there was no damage noted prior to use, and based on the case description, the failure appears to be related to circumstances during the procedure and not a quality related issue with the stent delivery system. This case is considered closed by the product performance group.